Event description:
Complainant alleged that during biomed testing the device's control panel and paddles switches failed to change the mode selections. Complainant indicated that there was no pt involvement in the reported malfunction.